Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had an upper respiratory infection after implant and currently had one. It was noted it felt like the patient¿s breathing stopped the day prior to call. It was reported the patient could not walk half a block and got dizzy when working for a long time. It was noted the patient ¿started to go down¿ after walking for thirty minutes. It was reported the patient was getting seventy percent pain relief. It was reported the patient could not adjust stimulation. It was noted the patient saw an error message the day of the call. It was reported changing the batteries did not resolve the issue. It was noted the patient¿s device was off due to the patient pressing the off button. It was reported the patient did not feel good that week. It was noted the patient¿s chest felt tight. It was reported the patient felt stimulation jerking them. It was noted the patient was in severe pain at the implant incision site. It was reported the patient¿s home care nurse said the patient had an infection. It was noted the patient could ¿hardly raise themselves up.¿

Event description:
Additional information received reported the cause of the patient's pneumonia was unknown however, the cause of the loss of stimulation was due to ¿poor acumen with operating device¿, however, it was reported, the patient was reprogrammed on 2014 (B)(6) to improve coverage of symptoms. It was noted, the patient was re-instructed on the use of their device and is very satisfied with their stimulation they are receiving and the overall outcome of surgery. Additional information received reported the event was completely resolved and the patient¿s outcome is satisfactory.

Event description:
It was reported the patient was not feeling stimulation the morning of this report. It was noted the patient increased their stimulation, but it would drop back down to 2.30v. It was further noted that adaptive stimulation was on. The reporter stated they increased stimulation to 2.50 where they felt stimulation and that setting was maintained. It was noted the patient developed pneumonia since implant surgery. It was further noted the patient was diagnosed on monday, but they started to have pneumonia symptoms on saturday. The reporter stated they did not receive any training. It was noted the patient saw their surgeon yesterday. It was further noted the patient had an appointment to see their pain management healthcare professional (hcp) on (B)(6) 2014 and their surgeon on (B)(6) 2014. Additional information received reported the patient had stiffness. It was noted the patient had their implantable neurostimulator (ins) put in on (B)(6) 2014 and they wanted to know if they were able to lift two pounds of weight after surgery. It was further noted the patient was wondering when they could go back to work. The reporter stated they go back to see their surgeon in june. The reporter further stated they were in rehabilitation and they went in on (B)(6) 2014. It was noted the patient found out they had an upper respiratory problem on (B)(6) 2014. It was further noted the patient was having problems with turning their neck and the stiffness went down into their back. The reporter stated they went to the emergency room and they gave them muscle relaxers and valium to help with the pain. The reporter further stated they would see their hcp on friday. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 3 9565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).